Manufacturer narrative:
Correction e4, g2, h10: the user facility submitted medwatch report# 0700220000-2022-8346 regarding this incident (omitted on initial). H10: the actual device was received for evaluation. A visual inspection was performed to the sample using the naked eye which observed damage in the connector. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that connector of a clearlink system continu-flo solution set was damaged. This issue was further described as, ¿connection for needles connection looks like it was bent or warped¿. This failure was observed out of the packaging prior to patient use. There was no patient involvement. No additional information is available.